Event description:
It was reported that prior to starting a da vinci s surgical procedure, a black image was experienced on the right side of the surgeon side console (ssc). The surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned surgery. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the reported issue experienced by the customer was associated with the high resolution stereo viewer (hrsv). The hrsv provides the video image for the ssc. The hrsv was returned to isi for eval. Engineering eval revealed that the hrsv has no power, thus causing right eye vision loss of the hrsv.